Manufacturer narrative:
Corrected block: h8 updated block: h6 the reported complaint was not confirmed. The issue could not be duplicated by the field service representative (fsr) and the display was only replaced as a precaution. Per data log review: on (B)(6) 2021 the system was powered up and the log for the centrifugal appeared normal. There was no indication of a problem. The log showed the system was power cycled, and the pump was power cycled as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) would not power up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of about 25 minutes troubleshooting the issue before the system was switched out. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the end user power cycled the system three times before the ccu stayed on. The cable to the ccu was also disconnected and reconnected during this time, but this did not correct the issue. The field service representative (fsr) was not able to duplicate the reported complaint. He installed a new display assembly and completed testing. The unit operated to the manufacturer's specifications. The suspect display assembly was returned to manufacturer for further testing and evaluation.